Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found minor seal plate damage. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. Damage observed to the seal plate did not disrupt the seal cycle. No electrical or wiring iss ues were found. It was reported that the seal was partial. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the seal plate is damaged. The product analysis noted evidence that the device was not used as intended. The damage to the seal plate(s) is consistent with the jaws being inadvertently closed on a hard/metallic object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the total thyroidectomy procedure was started and everything went well, however from the middle to the end of the surgery, approximately a remaining time of 30 to 40 minutes to finish the surgery, the forceps showed little hemostasis, the doctor reported that the forceps were not performing a good hemostasis as in the beginning, presenting 1ml bleeding on tissues below 7 mm. The device had no regrasp alert but with energy delivery and end tone was heard. The jaw was cleaned frequently but still the problem persisted. Changed the device to stop the bleeding. Blood transfusion was not necessary. There was no patient injury.